Event description:
On (B)(6) 2012, this pt underwent treatment of a descending thoracic aortic aneurysm with three conformable gore tag thoracic endoprosthesis. A spinal drain was reportedly placed prior to the procedure, and the three devices were implanted with no issue. When the pt awoke in recovery, he reportedly could not move his feet. It was reported that the spinal cord ischemia is secondary to the placement of the gore tag devices. The pt has not recovered full mobility. No further adverse events were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that his lot met all pre-release specs. The root cause of the spinal cord ischemia is unk. Add'l devices implanted and involved in this event (B)(4).